Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. As noted in the impella IFU: impella cp with smart assist system . Section: general patient care considerations . ¿assess access site for bleeding and hematoma.¿ . Section: entering cardiac output . Use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ . This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella placement for support during epicardial ablation. While on support, the patient experienced access site bleeding from the impella and extra-corporeal membrane oxygenation. A thromboelastogram analysis showed severe coagulation which was corrected with blood products, and additional sutures to the access sites. The patient received two units of packed red blood cells. It was reported the patient prognosis was poor and was not candidate for transplantation. Additional information noted patient care was withdrawn, and survival outcome at explant indicated the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.